Event description:
No additional information.

Manufacturer narrative:
Investigation results: there was no photographic evidence or physical samples provided for the investigation of the reported condition. A comprehensive examination of the history of connector c35-o lot 2412503 was conducted, and no deviation or non-conformance related to the alleged defect was found. Three retained samples were received for further evaluation, and upon visual inspection, no defects were found. There was no damage to the membrane or the internal components that could cause a flow obstruction. A functional test was performed by connecting an injector to each sample and passing liquid through them. The liquid flowed without any resistance; therefore, the reported issue could not be reproduced. The product undergoes inspections at various stages of the manufacturing process to ensure its quality and functionality. Based on the information available, we are currently unable to identify a root cause related to the manufacturing process. Our quality team will continue to monitor complaints received for this device and the reported condition for any potential emerging trends.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: there have now been multiple instances of faulty connectors where the fluid path doesn't appear to open, leading to upstream occlusions despite troubleshooting. The only workaround has been to replace the connector entirely. Staff are noting that this seems to be lot-specific ¿ today¿s lot is 2412503. Have you confirmed that the connections were properly secured? To the best of staff recollection, yes. Have you noticed the click sound after connecting? Staff can not say definitely as this was reported retrospectively. Was there any deformities? None noticed. What kind of drug was used? Staff do not specifically recall the drug. If pump was being used, kindly provide the rate of infusion. Same as above, staff do not specifically recall the drug, so nor do they recall the rate. Have you replaced the defective connector and successfully completed the medication procedure? Replacing the connector led to successful infusion. In one instance, a few consecutive connectors caused issue from the same lot, before success trying a connector with a different lot #.